Event description:
Had one PICC that broke off in neonate and it will be removed sometime this afternoon. The second incident occurred this week and broke during insertion.

Manufacturer narrative:
The results of the investigation will be filed in a supplemental report.